Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to fully power on. The cause for the failure was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to power up.